Event description:
It was reported that the patient in normothermia on the device. They paused therapy and disconnected the patient for a CT scan. Nurse stated that the patient had returned, and they were trying to resume therapy, but now the device was alarming 14 patient probe out of range or not detected. Confirmed with nurse they had a rectal probe and esophageal probe, both were connected to the device. Confirmed with nurse the temperature cables were plugged into the patient temperature (pt)1 inlet port and patient temperature (pt)2 inlet port. Nurse stated that they have confirmed the probes were correlating on the bedside monitor and another nurse went to get another cable to try to switch it out and the cable did not seem to plug into the device easily, nurse asking should the cable be flush when plugged into the device. Informed nurse the cable had a grey portion that plugs into the device, then the grey piece had a lip that would be flush with the device when plugged in followed by a blue collar on it and then the cable. Nurse stated that they have a darker grey cable with a blue end that sits flush and then they have a lighter grey with a black end. Informed caller the grey with the black end was likely the temperature out cable that plugged into the third port. The temperature in cable they were need was grey with blue, which will plug into patient temperature (pt)1 and patient temperature (pt)2. Nurse was able to swap out with the correct cable.

Manufacturer narrative:
Per investigational findings, bd has determined that this MDR is not reportable as it was confirmed as user related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient in normothermia on the device. They paused therapy and disconnected the patient for a CT scan. Nurse stated that the patient had returned, and they were trying to resume therapy, but now the device was alarming 14 patient probe out of range or not detected. Confirmed with nurse they had a rectal probe and esophageal probe, both were connected to the device. Confirmed with nurse the temperature cables were plugged into the patient temperature (pt)1 inlet port and patient temperature (pt)2 inlet port. Nurse stated that they have confirmed the probes were correlating on the bedside monitor and another nurse went to get another cable to try to switch it out and the cable did not seem to plug into the device easily, nurse asking should the cable be flush when plugged into the device. Informed nurse the cable had a grey portion that plugs into the device, then the grey piece had a lip that would be flush with the device when plugged in followed by a blue collar on it and then the cable. Nurse stated that they have a darker grey cable with a blue end that sits flush and then they have a lighter grey with a black end. Informed caller the grey with the black end was likely the temperature out cable that plugged into the third port. The temperature in cable they were need was grey with blue, which will plug into patient temperature (pt)1 and patient temperature (pt)2. Nurse was able to swap out with the correct cable.